Manufacturer narrative:
This incident has been initially reported to FDA by mistake. This incident is assessed as not reportable as there was no harm or injury to patient. And no surgery delay. Therefore please delete this case from your system. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No change to the event describtion.

Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the impactor broke. No impact to patient management.